Manufacturer narrative:
A partial lead with the distal tip measuring 48.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic, high capture threshold was observed. Dislodgement was observed via x-ray. The lead was explanted and replaced. There were no complications and the patient was discharged in stable condition.